Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock. There was noise detected on the rate/sense channel and some on the shocking channel of the right ventricular (rv) defibrillation lead after a shock was delivered for a tachycardia rhythm. Furthermore, there was oversensing of the noise post shock, which resulted in pacing inhibition. There were no adverse patient effects reported. The physician ordered a chest x-ray. No further information has been made available. Additional information was received indicating this device declared end of life with a monitoring voltage of 2.56 v and a 30.5 second charge time. The device was explanted and successfully replaced. The defibrillation lead was also replaced during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, this report will be updated.